Event description:
Related manufacturer reference number: 2017865-2024-67394. It was reported that a patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the right-atrial (ra) lead and the right-ventricular (rv) lead exhibited failure to sense. As a resolution both leads were explanted and replaced on (B)(6) 2024. There were no patient consequences provided, and the patient condition is unknown.